Event description:
The surgeon inadvertently cut bladder tissue instead of coagulating. Apparently, the surgeon was "use to" hearing tones of the generator and did not take into account that the tones are reversed.